Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use an nc euphora balloon. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. No resistance was encountered when advancing the device and excessive force was not used. It was reported that a balloon leak was identified on the device after applying 9 atm's of pressure. Two attempts were made to inflate the balloon. It was thought that there was a hole in the balloon as it kept sucking air into the syringe. No patient injury reported.

Manufacturer narrative:
Evaluation summary: the device passed negative prep. Pressure was applied to the device inflating the balloon up to 9 atm, the balloon maintained pressure without issue. The pressure was then increased to 15 atm, the balloon maintained pressure with no issue noted. The device was then inflated to rated burst pressure of 20 atm, no issues were noted and the balloon maintained pressure. (B)(4).